Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose with ketones on (B)(6) 2017 with blood glucose of 400 mg/dl at the time of the incident. The customer is running out of sites to insert their infusion sites as they are skinny, have scar tissue, and the sites are not lasting as long as they're supposed to. The customer experienced symptoms such as ketones, vomiting and panic attacks. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer is out of state. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.